Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A registered nurse (rn) from a user facility reported of a blood leak from the venous header during hd treatment on a 2008t hd machine. The blood leak was observed at the dialyzer top header threads 30 minutes after hd therapy was initiated and the machine did not alarm. The rn stated the bloodlines used were fresenius. No visual damage to the dialyzer or packaging was observed. The patient¿s dialysate flow rate (dfr) was 700 and the patient¿s blood flow rate (bfr) was 450. The rn stated there was minimal estimated blood loss (ebl) as the leak was immediately detected and the blood was returned to the patient. The rn stated blood was visually noted and blood leak test strips were not used after the incident. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on the same machine without issue. Per rn the machine remains in service and the sample available to be returned for evaluation.

Event description:
A registered nurse (rn) from a user facility reported of a blood leak from the venous header during hd treatment on a 2008t hd machine. The blood leak was observed at the dialyzer top header threads 30 minutes after hd therapy was initiated and the machine did not alarm. The rn stated the bloodlines used were fresenius. No visual damage to the dialyzer or packaging was observed. The patient¿s dialysate flow rate (dfr) was 700 and the patient¿s blood flow rate (bfr) was 450. The rn stated there was minimal estimated blood loss (ebl) as the leak was immediately detected and the blood was returned to the patient. The rn stated blood was visually noted and blood leak test strips were not used after the incident. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on the same machine without issue. Per rn the machine remains in service and the sample available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, no damage or irregularities was visually identified on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory leak test. A leak was observed originating from the cavity ID end header cap at approximately 10.0 psi. The dialyzer was then subjected to disassembly for further visual examination. A thin piece of debris (consistent with a pe/pu sliver) was observed between the potting cut surface and the o-ring on the cavity ID end at approximately 350° with the dialysate ports situated at 0°. There was no other debris, damage or irregularities identified. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed leak on the cavity ID end of the dialyzer. The complaint has been deemed confirmed.